Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2.0mm x 20mm x 143cm coyote nc balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned device consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 1mm distal of the proximal markerband. Inspection of the remaining device found no other defects or irregularities. The reported rupture was confirmed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2.0mm x 20mm x 143cm coyote nc balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.